Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in a 33-year-old female patient who had essure (batch no. 865761-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, irritable colon, myalgia, myositis and colonic diverticulosis. Previously administered products included for an unreported indication: hydrocodone/ acetaminophen, lisinopril, depo-provera and synthroid. Concurrent conditions included obesity, polycystic ovarian syndrome, hypertension, hypothyroidism, social alcohol drinker, non-tobacco user, oligomenorrhea, flank pain and cholecystectomy. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), 11 months 16 days after insertion of essure. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping, even when not menstruating;"), abdominal pain lower ("lower abdominal pain/ cramping"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding and prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), memory impairment ("forgetfulness"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash ("rashes/rash on hand/neck"), erythema ("skin redness"), skin disorder ("skin bumps"), pruritus ("itching"), weight fluctuation ("weight fluctuations/weight gain/weight loss"), bacterial vulvovaginitis ("vaginal - bacteria and yeast"), skin lesion ("skin lesion"), blister ("skin blister") and vulvovaginal mycotic infection ("vaginal - bacteria and yeast"). The patient was treated with antibiotics, codeine phosphate;paracetamol (tylenol with codeine no.3), fluconazole, hydrocodone, naproxen sodium (aleve), promethazine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2023. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia and fatigue had resolved, the uterine haemorrhage, dysmenorrhoea, abdominal pain, back pain, arthralgia, uterine pain, menstrual disorder, dysgeusia, memory impairment, vaginal infection, vaginal discharge, dyspareunia, rash, erythema, skin disorder, pruritus, weight fluctuation, vaginal haemorrhage, bacterial vulvovaginitis, skin lesion, blister, headache, nausea, cystitis, urinary tract infection and vulvovaginal mycotic infection outcome was unknown and the migraine was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, bacterial vulvovaginitis, blister, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, memory impairment, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus, rash, skin disorder, skin lesion, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: discrepancy noted essure insertion date as per the medical record insertion date was 01 sep 2012. On (B)(6) 2011, the essure coil was then placed without difficulty in the left ostia. After this the second essure was then placed in the right ostia. Essure worsened a previously existing injury/condition. Since removal surgery, the events have mostly resolved, though some remained. Discrepancy noted in essure removal date as per medical record essure removal date was given (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Computerised tomogram abdomen - on 13-nov-2011: no acute intra abdominal or pelvic process. Hysterosalpingogram - on 01-dec-2012: full occlusion of fallopian tubes. X-ray - on 23-dec-2011: the micro-inserts are in good position bilaterally located approximately 5 mm from the uterine cornua. There is minimal filling of the proximal left fallopian tube prior to the micro-insert.. Concerning the injuries reported in this case, the following ones were confirmed in medical record: menorrhagia, dysmenorrhea, pelvic pain, migraine and abdominal pain. Most recent follow-up information incorporated above includes: on 27-jun-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in a 33-year-old female patient who had essure (batch no. 865761) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, irritable colon, myalgia, myositis and colonic diverticulosis. Previously administered products included for an unreported indication: hydrocodone/ acetaminophen, lisinopril, depo-provera and synthroid. Concurrent conditions included obesity, polycystic ovarian syndrome, hypertension, hypothyroidism, social alcohol drinker, non-tobacco user, oligomenorrhea, flank pain and cholecystectomy. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), 11 months 16 days after insertion of essure. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping, even when not menstruating;"), abdominal pain lower ("lower abdominal pain/ cramping"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding and prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), memory impairment ("forgetfulness"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash ("rashes/rash on hand/neck"), erythema ("skin redness"), skin disorder ("skin bumps"), pruritus ("itching"), weight fluctuation ("weight fluctuations/weight gain/weight loss"), bacterial vulvovaginitis ("vaginal - bacteria and yeast"), skin lesion ("skin lesion"), blister ("skin blister") and vulvovaginal mycotic infection ("vaginal - bacteria and yeast"). The patient was treated with antibiotics, codeine phosphate;paracetamol (tylenol with codeine no.3), fluconazole, hydrocodone, naproxen sodium (aleve), promethazine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia and fatigue had resolved, the uterine haemorrhage, dysmenorrhoea, abdominal pain, back pain, arthralgia, uterine pain, menstrual disorder, dysgeusia, memory impairment, vaginal infection, vaginal discharge, dyspareunia, rash, erythema, skin disorder, pruritus, weight fluctuation, vaginal haemorrhage, bacterial vulvovaginitis, skin lesion, blister, headache, nausea, cystitis, urinary tract infection and vulvovaginal mycotic infection outcome was unknown and the migraine was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, bacterial vulvovaginitis, blister, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, memory impairment, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus, rash, skin disorder, skin lesion, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: discrepancy noted essure insertion date as per the medical record insertion date was (B)(6) 2012. On (B)(6) 2011, the essure coil was then placed without difficulty in the left ostia. After this the second essure was then placed in the right ostia. Essure worsened a previously existing injury/condition. Since removal surgery, the events have mostly resolved, though some remained. Discrepancy noted in essure removal date as per medical record essure removal date was given (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Computerised tomogram abdomen - on 13-nov-2011: no acute intra abdominal or pelvic process. Hysterosalpingogram - on 01-dec-2012: full occlusion of fallopian tubes. X-ray - on 23-dec-2011: the micro-inserts are in good position bilaterally located approximately 5 mm from the uterine cornua. There is minimal filling of the proximal left fallopian tube prior to the micro-insert.. Concerning the injuries reported in this case, the following ones were confirmed in medical record: menorrhagia, dysmenorrhea, pelvic pain, migraine and abdominal pain. Most recent follow-up information incorporated above includes: on 21-jun-2019: medical record received. Lot number, medical history and new reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, polycystic ovarian syndrome, hypertension, hypothyroidism, social alcohol drinker, non-tobacco user and oligomenorrhea. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). On (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6)2012, the patient experienced fatigue ("chronic fatigue"), migraine ("migraines") and headache ("headaches"). On (B)(6)2012, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6)2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping, even when not menstruating;"), abdominal pain lower ("lower abdominal pain/ cramping"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding and prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), memory impairment ("forgetfulness"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash ("rashes/rash on hand/neck"), erythema ("skin redness"), skin disorder ("skin bumps"), pruritus ("itching"), weight fluctuation ("weight fluctuations/weight gain/weight loss"), bacterial vulvovaginitis ("vaginal - bacteria and yeast"), skin lesion ("skin lesion"), blister ("skin blister") and vulvovaginal mycotic infection ("vaginal - bacteria and yeast"). The patient was treated with antibiotics, codeine phosphate;paracetamol (tylenol with codeine no.3), fluconazole, hydrocodone, naproxen sodium (aleve), promethazine and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia and fatigue had resolved, the uterine haemorrhage, dysmenorrhoea, abdominal pain, back pain, arthralgia, uterine pain, menstrual disorder, dysgeusia, memory impairment, vaginal infection, vaginal discharge, dyspareunia, rash, erythema, skin disorder, pruritus, weight fluctuation, vaginal haemorrhage, bacterial vulvovaginitis, skin lesion, blister, headache, nausea, cystitis, urinary tract infection and vulvovaginal mycotic infection outcome was unknown and the migraine was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, bacterial vulvovaginitis, blister, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, memory impairment, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus, rash, skin disorder, skin lesion, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: since removal surgery, the events have mostly resolved, though some remain. Discrepancy noted essure removal date as per medical record essure removal date was given (B)(6)2013. Essure worsened a previously existing injury/condition . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Hysterosalpingogram - on (B)(6)2012: results: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical record:menorrhagia,dysmenorrhea,pelvic pain. Most recent follow-up information incorporated above includes: on 5-feb-2019: pfs received. Event outcomes were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain ("severe abdominal cramping, even when not menstruating;"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding and prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), memory impairment ("forgetfulness"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash ("rashes"), erythema ("skin redness"), skin disorder ("skin bumps"), pruritus ("itching"), fatigue ("chronic fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (bilateral salpingectomy in (B)(6) 2013). Essure was removed in (B)(6)2013. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, dysgeusia, memory impairment, vaginal infection, vaginal discharge, dyspareunia, rash, erythema, skin disorder, pruritus, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, memory impairment, menorrhagia, menstrual disorder, pelvic pain, pruritus, rash, skin disorder, uterine pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: since removal surgery, the events have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, polycystic ovarian syndrome, hypertension, hypothyroidism, social alcohol drinker, non-tobacco user and oligomenorrhea. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping, even when not menstruating;"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding and prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), memory impairment ("forgetfulness"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash ("rashes/rash on hand/neck"), erythema ("skin redness"), skin disorder ("skin bumps"), pruritus ("itching"), weight fluctuation ("weight fluctuations/weight gain/weight loss"), bacterial vulvovaginitis ("vaginal - bacteria and yeast"), skin lesion ("skin lesion"), blister ("skin blister") and fungal infection ("vaginal - bacteria and yeast"). The patient was treated with promethazine (phenergan), panadeine co (tylenol #3), naproxen sodium (aleve), hydrocodone, antibiotics, fluconazole and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved and the uterine haemorrhage, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, dysgeusia, memory impairment, vaginal infection, vaginal discharge, dyspareunia, rash, erythema, skin disorder, pruritus, fatigue, weight fluctuation, vaginal haemorrhage, bacterial vulvovaginitis, skin lesion, blister, migraine, headache, nausea, cystitis, urinary tract infection and fungal infection outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, bacterial vulvovaginitis, blister, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, fungal infection, headache, memory impairment, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus, rash, skin disorder, skin lesion, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: since removal surgery, the events have mostly resolved, though some remain. Discrepancy noted essure removal date as per medical record essure removal date was given on (B)(6) 2013. Essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical record: menorrhagia, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received. The event abnormal vaginal bleeding, vaginal - bacteria and yeast, skin lesion, skin blister, migraines, headaches, nausea, bladder infection, urinary tract infection, abnormal uterine bleeding added,events outcome added from pfs and concurrent condition, treatment drug added from medical records. Reporters added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.